Event description:
I used my dreamstation two for approximately five months before my provider exchanged it for a different brand. Beginning in (B)(6) 2023 the filters turned gray, and no amount of cleaning would help. After months of very little water being added to the airflow one night all the water was used up. The evidence would point to an overheating problem. I'm not sure why the filters turned gray, but I'm concerned this could cause long-term health problems if the device was malfunctioning, and something was added to my airflow that shouldn't have been there. I believe that philips products are suspect and would advise anyone I know not to settle on that as as their CPAP machine. I experienced painful dry mouth with this machine, because of the lack of a functioning heating element. I now have a resmed. The filters remain white and the moisturized air works correctly. Consumers that are striving to improve their health under their doctor's guidance shouldn't be subjected to poorly manufactured, possibly toxic machines. Thank you.